Event description:
As reported: the hydrofill 6/20 coil broke in the microcatheter during the coil's ascent to the aneurysm, in a patient admitted for sah after aneurysm rupture. The doctor removed both the coil and microcatheter. Coil was stuck in the microcatheter. No snare was used. No clinical consequences reported.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite a device return attempt. Ongoing attempts will be made for the device return. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Manufacturer narrative:
The investigation of the returned coil system found the implant completely stretched and separated from the pusher. The pusher was not returned for evaluation. The investigation found that the implant's monofilament showed a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched implant, but stretching is consistent with the device experiencing forces exceeding the implant's yield strength.

Event description:
No additional information received regarding the event.